Event description:
The lead was later returned for analysis.

Manufacturer narrative:
At this time this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a cut in the lead insulation at 437 - 441 millimeters (mm). The conductor coils were deformed at 114 mm; noted to likely be due to a type of grabbing tool. There was also electro-cautery melting noted of the lead insulation at 245 and 360 mm. Resistance tests were completed to assess the electrical performance of the lead. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged due to twiddlers syndrome. The lead was explanted and replaced. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
--